Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and mainly distributed 6,048 units in the market. There are 72 units blocked in our stock. We have received 31 closed and 3 open, unused samples with the needle detached from the thread and the thread is still wound on the pack and 1 open sample with the needle detached from the thread. (The thread is missing). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.96 kgf in average and 0.46 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 1.08 kgf in average and 0.84 kgf in minimum and fulfilled ep requirements. However, taking into account the open and unused samples received, we consider the complaint confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was not connected to thread inside the package, before surgery. There is no patient involvement.